Event description:
When contacted by beckman coulter inc. (Bci) regarding the troponin (accutni) assay performance, the customer stated that their laboratory had obtained false positive troponin (accutni) result within the risk stratification range, generated by the access 2 immunoassay analyzer, for one (1) patient. The result was reported out of the lab. The sample was re-tested and generated lower results. The patient report was amended with these results. The customer reported that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. System check data was not supplied. Instrument was reporting "wash valve motion errors" at time of event. Bci field service engineer (fse) was not dispatched for this event. Fse had been on site on (B)(4) 2011 to address the wash valve motion errors and replaced the wash pump assembly at that time. Although hardware may be a contributing factor, a clear root cause for this event has not been determined to date.